Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an upgrade, a performed fluoroscopy revealed that the right ventricular (rv) lead was fixated in the atrium. A review of lead performance trends showed that r waves dropped suddenly over one year ago. It was further reported that repositioning was attempted but when the lead was pulled out to evaluate, there was ¿so much¿ tissue in the helix and the physician did not feel comfortable putting the lead back. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b7, h6 annex a, additional codes img (annex g) product event summary: the full lead was returned, analyzed, and no anomalies were found. Blood was observed on the sleevehead of the lead. The distal low voltage electrode of the lead was covered in blood. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.